Event description:
Complaint alleges that the catheter would not thread through the needle. Catheter appeared to be kinked. The alleged defect occurred during use. There was no report of patient harm or injury.

Manufacturer narrative:
A device history record (DHR) review was performed on the stimulating needle and flexblock catheter with no relevant findings. The sample was not returned for evaluation, therefore, the complaint could not be confirmed. The DHR for the stimulating needle and flexblock catheter were reviewed with no evidence to suggest a manufacturing related cause. The potential cause of a catheter not threading through the needle could not be determined based upon the information provided and without a sample. If the sample is returned, a follow-up report will be submitted with investigation results.